Event description:
High calibration slopes were obtained on an immulite 1000 for ipth reagent lot 214. Due to the high slopes, no patient samples were run. The customer decided not to schedule pth surgeries until the calibration issue is resolved. There was no report of adverse consequences to any patient due to the delay in treatment.

Manufacturer narrative:
The initial MDR was filed on june 5, 2012. Additional information (8/30/2013): siemens has investigated the incidence of elevated slopes on the immulite intact parathyroid hormone (ipth) assay. The investigation suggests that the ipth reagent kit lots in the field may have been subjected to elevated temperatures in the field causing higher than expected adjusted slopes. Siemens is investigating the issue.

Manufacturer narrative:
Siemens is investigating this issue.